Event description:
During a qc performance verification run, the customer reported that the analyzer was generating condition codes and the incubator was flooded. Investigation revealed that the universal waste aspirate line on the analyzer was crimped. A malfunction of this type could cause falsley elevated troponin I results to occur at a magnitude that might indicate a cardiac catherization. There was no report of pt harm as a result of this event.